Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the device's load button was defective and the device systematically beeps. There was no reported adverse patient impact.